Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported no blood flow from the marker lumen was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement with two proglide devices were attempted in the calcified left common femoral artery via 6fr sheath using the preclose technique prior to an thoracic aortic aneurysm (taa) procedure. Reportedly, the first proglide device was flushed prior to use. After inserting the first proglide device into the patient anatomy, there was not obvious blood flow from the marker lumen. A second proglide device was used and a suture break occurred after removal of the plunger. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 20fr and the taa procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.